Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to high blood glucose. The customer's father also reported that the infusion set was leaking. The customer's blood glucose was 593 mg/dl at the time of incident. The customer's blood glucose was 179 mg/dl at the time of call. The customer's father stated that they were given insulin to treat the blood glucose. The customer's father stated that they were wearing the insulin pump during hospitalization. The customer's father reported that the blood glucose went up to 600 mg/dl. The insulin pump will not be returned for analysis.